Manufacturer narrative:
Expiration date (12/2020). Manufacturing date (01/2016). Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. A batch record indicates that no non-conformances and deviations related to complaint issue were initiated. Device history records were reviewed. The batch record review resulted in a previous discrepancy which was investigated in another complaint, which has been closed. Sterilization was performed in accordance with parameters. The batch was released according to requirements. On the base of information received the investigation concludes that the true root cause for the issue "loss of physical integrity of unometer safeti plus product" cannot be identified. No corrective actions are required at the moment. Trend of such complaints issue will be monitored. No additional investigation is needed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received reporting that "the measuring chamber was broken." The device was not used. No further information was provided.